Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the fluid invaded the scope connector while the user was handling the subject device. The fluid invasion caused malfunction of electronic components; as a result, the error e315 temporarily occurred. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. " olympus will continue to monitor field performance for this device."

Manufacturer narrative:
The device was returned and the evaluation found no reportable findings. Should any relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope exhibited an e315 scope error. The issue occurred during reprocessing. The intended diagnostic procedure was completed with the same device. There were no reports of patient harm.